Event description:
It was reported that the pt had three promus stents implanted at an unspecified date. The pt returned on (B)(6) 2010 with angina, and one of the stents was observed to be blocked. A non abbott stent was placed for treatment. No add'l info was provided. You are receiving this MDR report from abbott vascular because, boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the u.s.

Manufacturer narrative:
(B)(4). The device remains in the pt. The lot number was provided. A f/u report will be submitted with all relevant info.